Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experiencing high blood glucose and insulin was not being pushed through the tubing. Customer's blood glucose was over 500 mg/dl. Customer stated that were no symptoms of high blood glucose. Customer changed her infusion sets and treated with manual injection. Customer stated that she does not have any concerns with the functionality of the insulin pump. Advised to contact help line to do troubleshooting to determine the cause of high blood glucose. No further information provided.